Event description:
When the cannula was inserted into the 16 gauge echo attachment, resistance was felt. Upon attempting to change the attachment to 15 gauge, it was noted the insulation had come off of the cannula.